Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 1ml ls tuberculin contained foreign matter. The following information was provided by the initial reporter: "this is a report about foreign matter in/on packages."

Event description:
It was reported that syringe 1ml ls tuberculin contained foreign matter. The following information was provided by the initial reporter: "this is a report about foreign matter in/on packages.".

Manufacturer narrative:
The following fields were updated with additional information: d.9. Device available for evaluation?: yes; date of return: 2021-08-31. H.3. Device evaluated by manufacturer?: yes.

Event description:
It was reported that syringe 1ml ls tuberculin contained foreign matter. The following information was provided by the initial reporter: "this is a report about foreign matter in/on packages.".

Manufacturer narrative:
H.6. Investigation: four photos and forty-one (41) samples were received by our quality team for evaluation. From the photos, foreign matter was observed inside the blister packaging. All samples were subjected to visual inspection. Fourteen (14) samples were observed with foreign matter ¿ trim parts with grease inside the blister packaging. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The team has investigated different sections of machine and matched a potential area which could lead to the presence of this trim part. The affected station was identified at the multivac primary packaging station. The probable root cause could be due to the sprocket at the outfeed of the multivac primary packaging machine being jammed with trim parts. A sprocket is used to provide rotary motion for the chain and transports the trimmed bottom web to the vacuum trimming station. Under normal operation, the sprocket will activate the gripper chain to release, thereby enabling trimmed bottom web to be removed from the gripper chain and transported to the vacuum trimming station. However, when there are any trim parts jamming the sprocket, it causes the gripper chain to not fully release, thus trim parts will not be released to the vacuum trimming station. This will eventually lead to the trimmed bottom web to be transported to the infeed of the multivac primary packaging machine. When there is a lump of trim parts jammed at the sprocket, there is a tendency of falling into the pocket at the forming station then be sealed and packaged at the sealing station. H3 other text : see h.10.